Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from oekg, omsc concluded that the reported error e03 was attributed to the failure of the pressure sensor on main circuit board, which might be caused by the aging deterioration of the pressure sensor because eight years and four months had passed since manufacturing. In addition, omsc concluded that reported error e05 was attributed to the failure of the integrated circuit for data management on main circuit board, which might be caused by the aging deterioration of the pressure sensor because eight years and four months had passed since manufacturing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported pressure failure was not duplicated, and also checked the error log of the subject device and found that there was a record that the subject device had gave the error e03 which indicated the pressure measurement system was abnormal. Then, when the pressure and flow sensors had been recalibrated. The error e05 could be also resolved. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified surgery using the subject device at the user facility, it was found that the abdominal pressure of the subject device could not reach and restore the set abdominal pressure. The user facility replaced the subject device to a similar device to perform the procedure. There was no report of patient injury associated with this event.